Manufacturer narrative:
Corrected information provided in b.2., h.2., h.11. Upon further assessment of the reported event, it was confirmed that the cannula had separated from both the trocar and the hub. However, this does not meet the criteria for reporting, as recurrence is unlikely to result in serious injury. No further reports will be submitted under mfg report num. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cannula separated from the trocar as well as blue plastic piece during vitrectomy surgery. There was no information about patient impact.